Manufacturer narrative:
On 9/20/2019, it was reported to mentor that the healthcare professional reported the following: fluids sent to pathology, patient had staph infection, culture stains done. The date of explantation was (B)(6) 2019 - removal only, at that time. Patient is considering replacing. On 9/20/2019, it was reported to mentor that the patient had undergone removal of the puss on the right side with irrigation and drainage, implant was intact. The left implant was removed. There was some exudate around the implant. Irrigation and drainage was done. The left breast implant had seroma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain and infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 455cc and experienced bilateral breast pain and wound infection. As a result, the patient had undergone removal without replacement on (B)(6) 2019. This medwatch is for the right breast implant.